Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2006 including an ipg. It was reported the pt has lost stimulation and experienced overstimulation at the ipg site. The charger and programmer no longer communicate with the ipg. The pt plans to undergo surgical intervention on later date to resolve the issue. No further info is available at this time.